Manufacturer narrative:
The exact event date was not available, therefore the date 04/01/2024 was used as estimate. Corrected d6b: explant date additional information updated: b3: date of event. D4: model number, lot number, catalog number, expiration date, unique identifier. D6a: implant date.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence believed to be due to a reduction of cuff pressure; therefore, a revision surgery was performed, during which saline was added to the system. No components were removed, and no further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence believed to be due to a reduction of cuff pressure; therefore, a revision surgery was performed, during which saline was added to the system. No components were removed, and no further patient complications were reported.